Event description:
It was reported that the ilet user experienced sustained high glucose readings and discovered the infusion set tubing had not been attached correctly to the connector; after a supply change, values decreased from 396 mg/dl to 147 mg/dl. The event was associated with the infusion set and cartridge with an infusion set connection issue, alongside education on managing high alerts. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, but a usage problem was identified consistent with an improper or incorrect procedure involving the infusion set connection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.